Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint as the batteries failed the battery test. The batteries were replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity; the heart lung machine (hlm) batteries were not holding a charge. There was no patient involvement.